Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of over infusion was not reproduced. The device was sent to flowline for flowrate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 20ml the test resulted in 20.971ml which is an error percentage of 4.855%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during flow accuracy test in the biomedical service department. During testing, the device dispensed slightly over 21 ml on the first attempt. A second test using a new pm tubing segment yielded 21.5 ml, indicating continued failure. There was no patient involvement. No additional information is available.